Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a failed attempt to remove the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events and the length of time in situ has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a failed attempt to remove the filter.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of an 'open abdomen,' deep vein thrombosis, pulmonary embolism, ventral hernia status post ventral hernia repair, elevated peak airway pressures, renal failure and morbid obesity. The filter was deployed via the left common femoral vein. It was placed below the renal veins. The device was in a good position with no tilt. Four months after the index procedure, the patient had an unsuccessful filter removal attempt/ventral hernia repair procedure. The preoperative diagnosis was deep vein thrombosis. The operative report states that the top struts would not collapse or deviate from the side of the vena cava. The filter was repositioned a little lower and it was straight. The filter was the left in situ.   Additional information received per the patient profile form (ppf) states that the filter was embedded in the wall of the inferior vena cava and the filter was unable to be removed. There was an unsuccessful attempt to remove the filter four months after the index procedure. The filter was unable to be removed because the top struts would not collapse or deviate from the wall of the inferior vena cava. The form also states that there was repositioning of the inferior vena cava filter. The patient continued to experience worry, emotional pain, physical pain and suffering. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter is embedded and there was a failed attempt to remove the filter. The patient also reports experiencing worry, emotional and pain and suffering. The pre-implant diagnoses were an open abdomen, deep vein thrombosis with pulmonary embolism, a ventral hernia status post ventral hernia repair, elevated peek airway pressures, renal failure and morbid obesity. The filter was placed via the left common femoral vein deployed below the level of the renal veins. Completion venogram showed good apposition to the wall and no tilt. Four months post implant, the patient underwent an unsuccessful percutaneous filter removal attempt. According to the procedure notes the top struts would not collapse or deviate from the side of the vena cava even with the use of a balloon to balloon the sides near the top strut. The physician positioned the filter a little bit lower and it was straight. The filter was the left in situ. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.